Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on lcd board. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.

Event description:
Customer's spouse reported via phone, the customer was attempting to administer a bolus. When he pressed the bolus button, on the insulin pump, it didn't respond. Customer's blood glucose was 140 mg/dl. The numbers wouldn't move but currently they are moving. Troubleshooting for keypad anomaly was performed. Customer took a fall the day prior and wasn't sure if the device was damaged by the fall, no physical damage noted. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.